Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via company representative that the insulin pump had physical damage. The insulin pump had scratches on the screen and difficulty seeing the characters. The customer's blood glucose reading was unknown.